Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip was located inside the over sheath. The over sheath was pulled back using the blue sheath grip and the clip assembly successfully deployed, two clicks were heard. The clip prongs opened to approximately 11mm, which is within specifications. Based on the condition of the returned device, the reported failure of clip unable to release from the catheter was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-03517 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-03515 pertains to the second resolution clip device and manufacturer report # 3005099803-2014-03516 pertains to the third resolution clip device. It was reported to boston scientific corporation on (B)(6) 2014 that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The same issue occurred with the second and third resolution clip devices. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-03517 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-03515 pertains to the second resolution clip device and manufacturer report # 3005099803-2014-03516 pertains to the third resolution clip device. It was reported to boston scientific corporation on (B)(6) 2014 that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The same issue occurred with the second and third resolution clip devices. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.